Event description:
It was reported that a user contacted support because the system displayed a message that insulin dosing had stopped due to lack of a connected cgm. The agent guided the user to enter a fingerstick blood glucose value and provided education on the timing and process for manual entry and continued use (bg run mode). Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or required medical intervention. Investigation included technical support review and user education. Investigation of this case revealed that the dosing stop message coincided with lack of an active cgm sensor and was addressed by instructing the user to use fingerstick entries per device instructions. It was concluded that the device functioned as designed when cgm data were unavailable and that user guidance resolved the issue.